Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary a video and two photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos and video. Upon the photos and video review, it was observed that the device is being activated and an output short message displayed on the generator. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual inspection reveled that the distal tip is in a used condition, handle, cable and plug assemblies were in good condition. Saline residues visible in suction tube. The device failed hipot active return check. To test its functionality the device was connected to a vapr vue generator, ablate and coagulate functions failed an output shortage was generated on both modes. From our investigation we were able to confirm a fault with the complaint device substantiating the customer reported issue that the device displays an output shorted error. The device failed both electrical (hi-pot test) and functional testing (output shortage error). Further investigation was conducted and confirmed saline leaking into the handle potentially caused by a minuscule void in the glue pocket resulting in saline leaking down the return tube and causing the short. To detect the leak, saline was forced into the suction tube under pressure while closing off the hole in the tip to check for leaks appearing along the suction tube path. Saline was observed leaking from the glue pocket under the red cable. The glue pocket was sectioned but the void is so miniscule that it is not visible. The uv dispense process is fully automated. A review of the complaint device manufacturing records, components, maintenance/breakdown records and processes show this device was manufactured to specification and it is not possible to determine exactly how a void in the glue pocket originated. No further investigation is possible with the complaint device. As per the product control plan, the cp90 device with hand controls is 100% electrically and functionally tested and this testing will detect the majority of failures, however due to the time to failure parameter a very small number of failures could potentially pass end of line testing. Based on a review of the investigation findings, current process controls in place and the product risk analysis document no containment or correction action related to the individual complaint is required. Atl UK will continue to monitor this failure mode through the standard complaint channels which will identify any possible adverse trend which would trigger further actions. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported from brazil that during an unspecified surgical procedure it was observed that the vapr coolpulse 90 electrode suction device displayed a short circuit output message when connected to the equipment. During in-house engineering evaluation it was determined that the device failed hipot active return check. To test functionality the device was connected to a generator, ablate and coagulate functions failed an output shortage was generated on both modes. There were no adverse consequences to the patient. No additional information could be provided.